Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that a needle broke during an episiotomy repair. The surgical site was closed; the needle fragment remained embedded. The pt was returned to surgery the following day to explant the retained needle fragment.